Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 7 days after sensor insertion into the arm. On 09/17/24, the patient¿s cgm was providing a ¿low reading¿ (no specific value was reported), while his bg meter was reading 400 mg/dl. It was reported that the patient ¿ignored¿ the discrepancy. On 09/18/2024, the patient¿s cgm was reading 98 mg/dl, and the bg meter was reading 399 mg/dl. The patient felt ¿unwell¿ and was vomiting, therefore, he called emergency medical service (ems). Once ems arrived, the patient was transported to the emergency room. The patient was treated with zofran, dilaudid, synjardy, and carvedilol. The patient¿s bg meter reading at an unspecified time in the ER was 450 mg/dl, however, medical staff had removed his cgm device. The patient was discharged home after 2 days. The patient was ¿feeling fine¿ at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid on 09/07/2024 for the initial discrepancy. The reported glucose values fall within the c zone of the parkes error grid on 09/08/2024. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.